Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware. D6b: explant date: six months ago, from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7075625, UDI: (B)(4). Product family:scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 518635, UDI: (B)(4). Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 28303970, UDI: (B)(4).

Event description:
It was reported that the physician believed that the lead may be pressing on a nerve causing the patient having a urinary retention issue. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively. No further information has been obtained.